Manufacturer narrative:
Evaluation conclusion = the display screen only was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's display screen was observed. The device's display screen was replaced to address the issue. The display screen only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the cause of the display screen failure was an eos circuit failure.